Manufacturer narrative:
The device is available for evaluation, it has not been received.

Event description:
The customer reported that a tego connector disconnected resulting in a leakage of blood. There was no adverse event, no medical intervention and no delay in critical therapy.

Manufacturer narrative:
Date returned to mfg: 12/3/2019. One used device was returned for evaluation. Blood residuals were observed on the outer surface of the tego seal. There was no visible damage or anomalies identified. Pressure and vacuum leak testing was performed according to the product performance specifications. A leak was identified during the low pressure leak test while the tego was in the unactivated state. The device was disassembled and an internal tear was identified on the slit end of the seal. The reported complaint of leakage was confirmed. As no mating devices were returned, the probable cause for the seal damage observed cannot be determined.

Manufacturer narrative:
The customer confirmed that the event occurred during patient use. The device was not returned for evaluation. The lot review was performed with no issues noted.

Event description:
The customer confirmed that the event occurred during patient use.